Event description:
It was reported that a device was used during a low anterior resection. During the procedure the device fired without incidence. The surgeon performed a leakage test with negative results. Thirty days post operative patient death occurred due to cardiac failure. An autopsy report revealed that the anastomotic staple line in the sigmoid bowel had almost completly separated except for a small skin tag. It was determined that the cause of death was the breakdown of the staple line.